Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "touchscreen stopped working" (no display or display failure). A nurse reported the touch screen stopped working at the start of a surgery. The remote was used to complete the case. After the case was completed, the system was switched out to complete the remainder of the scheduled cases. There was no impact to the patient, no delay, and no cancellations reported.

Manufacturer narrative:
A company service representative examined the system. The touch screen was replaced. The system was then tested and met all product specifications. The replaced touch screen has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).